Manufacturer narrative:
Device was used for treatment, not diagnosis. The implant date is unknown. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Surgeon attempted to remove two screws from the proximal phalanx of the right great toe during a procedure on (B)(6) 2013. The screws were 1.3mm titanium. One screw was successfully removed. The second broke below the screw head. The broken piece was recovered and discarded. The remaining piece of the screw shaft remains implanted. No follow up procedure is planned. Surgery was delayed more than 30 minutes. This report is for an unknown screw. This is report 1 of 1 for complaint (B)(4).